Event description:
The user facility called to report two incidents where the suspect device did not coorelate to a lab result. Examples provided were glucose results of 388 and 507 mg/dl on the device, and corresponding lab results of 234 mg/dl. No treatment alleged. The reporter did not provide control info. The devie was replaced and requested to be returned for evaluation.